Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles were bent during use and loses insulin the following information was provided by the initial reporter: verbatim finding the patient end to bend during injections claims when this happens looses his insulin. Consumer does not pinch up with this size pen needle. Also denies reusing this size pen needle however reused pen needles in the past and our 8mm size only. Advised consumer to not reuse. Advised consumer we do not manufacture insulin just the pen needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles were bent during use and loses insulin. The following information was provided by the initial reporter: verbatim finding the patient end to bend during injections claims when this happens looses his insulin. Consumer does not pinch up with this size pen needle. Also denies reusing this size pen needle however reused pen needles in the past and our 8mm size only. Advised consumer to not reuse. Advised consumer we do not manufacture insulin just the pen needles.